Manufacturer narrative:
Reported complaint of "platform prompted the user to align the pt" was not confirmed. The platform was run for 30 minutes with the test manikin and 10 minutes with the large resuscitation test fixture without any faults. Archive file showed user advisory 7 (discrepancy between load 1 and load 2 too large) and user advisory 18 (no load change was detected at the load plate). These user advisories are possibly due to a small, or no load on the platform. No visible damage to the platform was noted. Batteries were not returned for testing. The platform passed the final test.

Event description:
It was reported that during use, the platform prompted the user to align the pt. The pt was aligned with the lifeband, but the platform prompted to align the pt again. Customer replaced the lifeband, but the problem persisted. Medics reverted to manual CPR. Customer does not view the platform's performance as a contributing factor to the pt outcome as the failure may have been due to either equipment failure or user error. The pt was pronounced dead upon arrival at the hosp. Cause of death was determined to be heart failure.